Event description:
Device was improperly deployed with both sides in the left atrium due to anatomical anomaly (mitral valve replacement caused septum primum to prolapse into the right atrium so far that it was impossible to sandwich septum). Device was pulled partially into the 11fr sheath and pulled down to the 14fr bail out sheath. While trying to pull the implant into the 14fr sheath, the device released from the delivery catheter and lodged in the vein. After attempts to retrieve the implant, the patient was sent to surgery where the device was successfully retrieved from the subcutaneous layer near the groin. Patient is well.